Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on an open low anterior resection procedure, the distal donut was incomplete. When the stapler was removed, the distal donut was not fully formed. There was no air leaks at the time, however, the surgeon decided to make a colonoscopy bag. A surgical intervention was needed in order to prevent a permanent impairment of a function. The incision was extended by more than 1 inch. The status of the patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on an open low anterior resection procedure, the distal donut was incomplete. When the stapler was removed, the distal donut was not fully formed. There was no air leaks at the time, however, the surgeon decided to make a colonoscopy bag. A surgical intervention was needed in order to prevent a permanent impairment of a function. The incision was extended by more than 1 inch. The colostomy is permanent. The patient was released from the hospital and is doing well. The status of the patient is alive- fine.